Event description:
During an implant attempt of the subject single chamber device, it was reported that there was no pacing when the v lead was connected. The subject device was not implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.